Manufacturer narrative:
Patient initials: (B)(6). Patient exact weight reported as (B)(6). Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with a 2.7 mm / 3.5 mm variable angle locking compression anterolateral distal tibia plate and multiple 2.7 mm variable angle locking screws on (B)(6) 2015 was noted to have post-operative screw breakage, a non-union and an infection. The patient was scheduled for a revision surgery on (B)(6) 2016. The procedure was reportedly successfully completed with no surgical delays. This is report 1 of 2 for (B)(4).